Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Upon return of the device and evaluation by the lab, the cannula was found to be stretched and torn. The pod was originally reported for hyperglycemia.

Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be stretched and torn. The length of the soft cannula measured above specification at 1.2750 inches. Damage was observed to both the exposed and unexposed portions of the soft cannula. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the tear in the soft cannula. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes in egvs and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin.